Event description:
Breast implant surgery (B)(6) 2013. Mentor smooth ultra round high profile silicone gel - breast pain, hair loss, joint pain, muscle pain, skin rashes, fatigue, brain fog. I am (B)(6) y/o and by the end of this journey, this has costed me nearly (B)(6). My initial surgeon, dr (B)(6), misled me during the consideration of implants. Now, I'm dealing with the physical, mental, emotional, and financial consequences. FDA safety report ID# (B)(4).